Manufacturer narrative:
Please note the correction to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "variax superior lateral plate was used and the locking screw was not locking in the distal hole. (2 locations)".

Event description:
As reported: "variax superior lateral plate was used and the locking screw was not locking in the distal hole. (2 locations)".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.